Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 transducer is failing calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The suspect component has been returned to vyaire for evaluation. Once the final evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that "xdcr fault" went off while the ventilator was in use on a patient. The ventilator was swapped out and there was no patient harm. "Xdcr fault (2.0.728)" was logged in the event log and the exhalation pressure transducer ad count was out of the specification. The issue was resolved after the customer replaced the main printed circuit board (pcb).